Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were verified through a review of the event history log. The reported upstream occlusion alarms were involuntarily missed during evaluation. The device is no longer in its received condition; thus, the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. There was no patient involvement. No additional information is available.